Manufacturer narrative:
Zoll was informed that the customer would scrap the thermogard console in the complaint. Therefore, the thermogard console will not be returned to zoll for evaluation, an investigation will not be performed, and a root cause cannot be determined.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed mid:14 (bg power supply) error message(s). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.